Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and became lodged into the pt's vessel and was successfully removed from the pt. The physician inserted the guide wire into the pt with a left ventricle lead for implantation. The physician had difficulty with support the placing the lead. The physician advanced with tip of the guide wire through the tip area of the lead and attempted to find the optimal vein branch with the guide wire. At some point the tip of the guide wire became separated from the shaft. The guide wire separated tip became lodged inside the proximal part of the pulmonary artery. The physician continued the case and successfully implanted the lead. The physician with help from clinical specialists were able to successfully remove the separated guide wire tip from the pt. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.